Event description:
It was reported that intermittent occlusion alarms occurred. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin. There was no adverse impact to the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate method insulin therapy.